Manufacturer narrative:
Concomitant medical products: 407658, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an incorrect electrogram, was pacing on the t-wave and the right atrial (ra) lead exhibited possible undersensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness and weakness. The issues the patient experienced were suspected to be linked to the ipg being in managed ventricular pacing mode. The ipg was reprogrammed. No further patient complications have been reported as a result of this event.